Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement. On an unspecified date the consumer experienced pelvis pain, pain during ovulation, pain during menstruation, pain during coitus, pain in abdomen, lower back pain, tiredness, mood swings, and excessive sweating. Those events led her to work-related problems, relation and/or family problems, and problems with daily tasks. On an unspecified date she contacted her physician and had appointments with a gastroenterologist, physical therapist, and went to the emergency room (cecum). She also had an ultrasound and photo's hip; however, the results were not provided. She was treated with physiotherapy and manual therapy. She had her uterus removed, not essure. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvis pain and hysterectomy. Both events are serious, pelvis pain due to reported disability (event led to work-related problems and relation and/or family problems, and problems with daily tasks), the other event is serious due to medical importance. Hysterectomy is unlisted in the reference safety information for essure while the other event is listed. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this present case pelvic pain occurred after insertion, therefore given event's nature and positive temporal relationship, causality cannot be excluded. Regarding hysterectomy , no information was provided about the medical reason for performing a hysterectomy and it was reported that essure was not removed. Thus, the causal relationship between essure therapy and the reported event can be excluded. Since pelvis pain led to work-related problems and relation and/or family problems and problems with daily tasks, it was considered as a disability and therefore, this case was regarded as incident. Other non-serious events were informed. Tecnical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1573 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvis pain and hysterectomy. Both events are serious, pelvis pain due to reported disability (event led to work-related problems and relation and/or family problems, and problems with daily tasks), the other event is serious due to medical importance. Hysterectomy is unlisted in the reference safety information for essure while the other event is listed. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this present case pelvic pain occurred after insertion, therefore given event's nature and positive temporal relationship, causality cannot be excluded. Regarding hysterectomy, no information was provided about the medical reason for performing a hysterectomy and it was reported that essure was not removed. Thus, the causal relationship between essure therapy and the reported event can be excluded. Since pelvis pain led to work-related problems and relation and/or family problems and problems with daily tasks, it was considered as a disability and therefore, this case was regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.